Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 463 mg/d, which the customer treated through unspecified means. The customer changed the infusion set. Troubleshooting was initiated for the no delivery alarm. The customer ran a 5.0-unit fixed prime and insulin exited the tubing. The customer declined troubleshooting for the high blood glucose; she was advised to monitor her lbood glucose and insulin pump and call back if she needed further assistance. No products were returned or replaced.